Manufacturer narrative:
No consequences or impact to patient. Component(s), detachment of. A visual examination of the returned device revealed a small portion of pebax missing at the tip, exposing the non-fractured core wire. The cause of the reported malfunction is undetermined. A review of the device history record for the pertinent lot was performed; no anomalies were noted. A search of the complaint database did not identify any other complaints reported for this lot number.

Event description:
In 2008, it was reported to boston scientific corporatoin that a jag precursor guidewire was used on the same date (patient age gender, and weight unknown). According to the complainant, it was noticed that the tip was detached from the guidewire outside of the patient. The procedure was completed with another jag precursor guidewire. No patient complications were reported as a result of this event.